Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02878. It was reported the pt fell and subsequently his stimulation changed from his back to his lower legs. Reprogramming efforts were unable to resolve the issue. Follow-up indicated the pt was sent for x-rays. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.